Event description:
A 4.5mm lcp condylar plate, left, implanted for a left distal femoral supracondylar fracture with intercondylar extension, comminuted, broke post operatively. At 4 months post-operative patient had increased pain, difficulty bearing weight. She had been ambulatory. X-rays showed plate broken with mild angulation at the fracture and nonunion. During revision surgery surgeon found pus in the distal portion of the wound. Revised to 8 hole periarticular plate, with infuse bone graft material and bone bank bone packed in nonunion site.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the manufacture date without a lot number.